Manufacturer narrative:
(B)(4).

Event description:
During the procedure the doctor found the guidewire body was bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Event description:
During the procedure the doctor found the guidewire body was bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire contained two major kinks and several slight bends across the body. Microscopic examination confirmed the damage. The kinks in the guide wire measured 22mm and 129mm from the distal weld. The guide wire total length measured 45cm which is within the specification limits of 44.40cm-45.60cm per the guide wire product drawing. The guide wire outer diameter measured .0174" which is within the specification limits of .0170"-.0185" per the guide wire product drawing. The guide wire was inserted through the returned 21ga needle. Minor resistance was observed at the location of the kinks; however, the guide wire was eventually able to pass. Performed per the IFU statement "if using arrow glide wheel advancer, advance guidewire through the arrow raulerson syringe or through the introducer needle by pushing advancer wheel and guidewire forward. Continue until guidewire reaches desired depth". A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two major kinks. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.